Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, a cuff miss occurred with the first proglide device. Two additional proglide devices were used for successful suture placement. The sheath on the right side was upsized to 14 f for the tavr procedure. After the tavr procedure was completed hemostasis was achieved at the right common femoral artery with the successfully placed sutures of the second and third proglide devices. It was reported that arteriotomy closure of the left common femoral artery was attempted with a three proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, all three devices failed to capture the artery. The sheath was pulled and a new puncture (access site) was made. Reportedly, four additional proglide devices were used and all four devices failed to capture the artery. The sheath was upsized to 7f and then to 8f, and the tavr procedure was completed. At the left common femoral artery the sheath was pulled and manual compression and a compression device were used. Hemostasis was not achieved on the left side. A vascular surgeon did a cut down to suture the two puncture sites on the left common femoral artery and hemostasis was achieved. There was a 30 minute clinically significant delay in the procedure. Hospitalization was extended one day due to the issues with the closure devices. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the proglide device was used in an obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The seven other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.